Event description:
It was reported that the bd alaris¿ pump module smartsite¿ infusion set tubing was damaged/defective. The following information was provided by the initial reporter: "and for the new tubing did you report that already to bd to create the new case for that incident?"

Manufacturer narrative:
H6: investigation summary a complaint of leakage was received from the customer. No product or photo was returned by the customer. The customer complaint of tubing defective / damaged could not be verified due to the product not being returned for failure investigation. A device history record review could not be performed on model 2420-0500 because the lot number is unknown. Due to no sample being received, an investigation could not be performed, and a root cause could not be determined.

Manufacturer narrative:
A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that the bd alaris¿ pump module smartsite¿ infusion set tubing was damaged/defective. The following information was provided by the initial reporter: "and for the new tubing did you report that already to bd to create the new case for that incident?"